Event description:
It was reported that survey respondent mentioned about urgency and urinary tract infection when they were asked of the complications while using the urinary diversion stent. It was unknown what medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that survey respondent mentioned about urgency and urinary tract infection when they were asked of the complications while using the urinary diversion stent. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material selection". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard® silicone uretero-intestinal anastomosis urinary diversion stent information for use device description: the bard® urinary diversion stent is a stenting catheter made of a radiopaque silicone elastomer. Drainage holes are present at the unique ¿figure 4¿ distal end of the bard® urinary diversion stent and are strategically placed to maximize both strength and required drainage of urine. The bard® urinary diversion stent is provided with a guidewire to facilitate insertion. Indications for use: the bard® urinary diversion stent is intended for use in drainage of urine from the kidney to the external stoma following any uretero-intestinal diversion procedure where the ureter is of sufficient size to allow easy passage of the stent. It is particularly beneficial in those cases where there is poor healing and leakage of the uretero-intestinal anastomosis. Contraindications: there are no known contraindications to use. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: 1. For single use only. Do not resterilize. Do not use if package or product is damaged. For urological use only. 2. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. 3. Exercise care; do not force the guidewire through the distal end of the stent during placement. Tearing of the stent can be caused by sharp instruments. 4. Care should be exercised when removing the stent so as not to cause tearing or fragmentation. 5. Choice of stent size and duration of indwelling time are at the discretion of the physician. All stents may be subject to varying degrees of encrustation when placed in the urinary tract. Periodic checks of the stent by cystoscopic and/or radiographic means are recommended. When, at any time during the indwelling duration, encrustation is of sufficient severity that there is potential for occlusion of the stent or the patient experiences pain or discomfort which the physician determines to be associated with the presence of the stent, or if there is indication of infection in the area of the stent, the stent should be removed and, if the patient¿s condition permits, replaced with a new stent. Directions for use: a variety of techniques may be used during stent placement. Each surgeon should use the methods with which he/she is familiar. 1. During the surgical procedure, after the ureter has been divided, the stent is straightened by inserting the guidewire into the proximal end (open end) of the stent and advancing it forward to distal end (closed end). 2. Pass the stent through the open end of the cut ureter up into the renal pelvis. 3. While holding the proximal end, withdraw the guidewire. This will allow the ¿figure 4¿ to form within the renal pelvis thereby ensuring proper placement. 4. After isolation of the bowel segment and closure of the distal end have been accomplished, pass a long right angle clamp through the stomal end to the point where the ureter is to be anastomosed. 5. Draw the proximal end of the urinary diversion stent through the dissection to the stomal end. 6. Palpate the renal pelvis to ensure proper placement of the distal end. 7. After the external stoma has been formed, trim the stent so that approximately 5cm protrudes from the stoma. Then attach the stent to the skin with a nonabsorbable suture.¿ the device was not returned.